Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation fallopian tube left into endometrical cavity") and device expulsion ("expulsion of essure device") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included right lower quadrant pain and uterine leiomyoma. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive"), abdominal pain ("abdominal pain") and perineal pain ("perineal pain"). The patient was treated with surgery (surgical removal of coil(s)/salpingectomy (one side removal of fallopian tube) and hysteroscopy,removal of essure from the left tube.). Essure (ess205) was removed on 26-nov-2017. At the time of the report, the device breakage, fallopian tube perforation, vaginal haemorrhage, menorrhagia, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge and gastrointestinal disorder outcome was unknown and the nausea, pelvic pain, abdominal pain and perineal pain had resolved. The reporter considered abdominal pain, allergy to metals, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, perineal pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on hysteroscopy the left tubal ostium was visualized with the essure device protruding through it into the endometrial cavity. Were you advised of any complications from your essure removal procedure? Yes if yes, provide the name of the individual(s) who advised you of complications unknown the content of the communications 'that I cannot have anymore pregnancy because I have a cut in my fallopian tube. The essure device was removed from both the proximal end and the distal portion or the tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality-safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation fallopian tube/malposition of essure device location of device: right fallopian tube') and device expulsion ('expulsion of essure device/left into endometrium cavity') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included right lower quadrant pain and uterine leiomyoma. Concurrent conditions included anemia and yeast infection. Concomitant products included fluconazole. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia,abnormal bleeding(vaginal,menorrhagai)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain / pelvic pain"), pruritus ("allergic or hypersensitivity reaction type: itching,") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive"), abdominal pain ("abdominal pain"), perineal pain ("perineal pain") and rash ("rashes or skin conditions type: skin."). The patient was treated with surgery (surgical removal of coil(s)/salpingectomy (one side removal of fallopian tube) and hysteroscopy,removal of essure from the left tube.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, migraine, allergy to metals, dyspareunia, vaginal discharge and gastrointestinal disorder outcome was unknown, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, pruritus, rash and vulvovaginal pain had not resolved and the nausea, pelvic pain, abdominal pain and perineal pain had resolved. The reporter considered abdominal pain, allergy to metals, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal disorder, menorrhagia, migraine, nausea, pelvic pain, perineal pain, pruritus, rash, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: on hysteroscopy the left tubal ostium was visualized with the essure device protruding through it into the endometrial cavity. Were you advised of any complications from your essure removal procedure? Yes that I cannot have anymore pregnancy because I have a cut in my fallopian tube. The essure device was removed from both the proximal end and the distal portion or the tube. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2006: results: other (please describe) couldn't perform dye test. Did not have proper equipment. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : following events were added : itching, rashes or skin conditions type: skin, vaginal pain, allergic or hypersensitivity reaction. Concomitant conditions and product added. Reporter information added. Outcome of the event abnormal vaginal bleeding, menorrhagia, dysmenorrhea was updated from unknown to not recovered. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation fallopian tube/malposition of essure device location of device: right fallopian tube') and device expulsion ('expulsion of essure device/left into endometrium cavity') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included right lower quadrant pain and uterine leiomyoma. Concurrent conditions included anemia and yeast infection. Concomitant products included fluconazole. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia,abnormal bleeding(vaginal,menorrhagai)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain / pelvic pain"), pruritus allergic ("allergic or hypersensitivity reaction type: itching,") and vulvovaginal pain ("vaginal pain"). In 2008, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), gastritis ("gastrointestinal or digestive/ gastrointestinal or digestive system condition type: gastritis"), perineal pain ("perineal pain") and rash ("rashes or skin conditions type: skin."). The patient was treated with surgery (surgical removal of coil(s)/salpingectomy (one side removal of fallopian tube) and hysteroscopy,removal of essure from the left tube.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, migraine, allergy to metals, dyspareunia, vaginal discharge and gastritis outcome was unknown, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, pruritus allergic, rash and vulvovaginal pain had not resolved and the nausea, pelvic pain, abdominal pain and perineal pain had resolved. The reporter considered abdominal pain, allergy to metals, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastritis, menorrhagia, migraine, nausea, pelvic pain, perineal pain, pruritus allergic, rash, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: on hysteroscopy the left tubal ostium was visualized with the essure device protruding through it into the endometrial cavity. Were you advised of any complications from your essure removal procedure? Yes that I cannot have anymore pregnancy because I have a cut in my fallopian tube. The essure device was removed from both the proximal end and the distal portion or the tube. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2006: results: other (please describe) couldn't perform dye test. Did not have proper equipment. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: plaintiff fact sheet received. Event gastrointestinal disorder pt was changed to gastritis. Event onset date changed. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation fallopian tube left into endometrial cavity") and device expulsion ("expulsion of essure device") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included right lower quadrant pain and uterine leiomyoma. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive"), abdominal pain ("abdominal pain") and perineal pain ("perineal pain"). The patient was treated with surgery (surgical removal of coil(s)/salpingectomy (one side removal of fallopian tube) and hysteroscopy,removal of essure from the left tube.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, vaginal haemorrhage, menorrhagia, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge and gastrointestinal disorder outcome was unknown and the nausea, pelvic pain, abdominal pain and perineal pain had resolved. The reporter considered abdominal pain, allergy to metals, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, perineal pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on hysteroscopy the left tubal ostium was visualized with the essure device protruding through it into the endometrial cavity. Were you advised of any complications from your essure removal procedure? Yes. If yes, provide the name of the individual(s) who advised you of complications unknown the content of the communications 'that I cannot have anymore pregnancy because I have a cut in my fallopian tube. The essure device was removed from both the proximal end and the distal portion or the tube. Most recent follow-up information incorporated above includes: on 30-apr-2019: plaintiff fact sheet- events abnormal bleeding(vaginal, menorrhagia), migraines / headaches, nausea, device breakage, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, perforation (fallopian tube(s)), gastrointestinal or digestive wee added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.